Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of about 541 mg/dl. The customer¿s other blood glucose level was 232 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer declined to the troubleshooting for high blood glucose level. Customer also reported insulin pump had blank display. Customer states the display was not blank less than 30 seconds and did not return. Customer stated gold cap was damaged or missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.